Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of burnt smell was confirmed. Product failed functional testing with a short circuit error. Cause of errors is a shorted electronic component on the main digital pcb. Burnt smell was caused by a burnt resistor on main pcb. It appears that a shorted hand piece caused electrical damage to components on main pcb. Product passed functional testing with a known good main pcb installed.

Event description:
It was reported that before the procedure, the shaver box started to release a burn smell to it. There was no overheating, no sparks or smoke was seen at the time of the incident. No error message was presented from the box. No patient injury or other complications were reported. Results of investigation have concluded that this unit presented an electrical short circuit, causing burnt smell by a burnt resistor, which makes it a reportable event.